Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2023 and suture was used. During the surgery, the patient's uterus was removed and the doctor planned to use suture to suture the remaining end. Before use, the needle was checked to be normal. When the doctor inserted the needle, the sensation was normal, passing through the muscle. When pulling out the needle, the doctor felt a lag. After pulling it out, it was found that the tip of the needle was broken by about 2mm, and the direction of the broken end was unknown. Actively searching for the broken needle, it has been found. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/12/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: were x-rays taken to locate the needle piece(s)? Was there any additional tissue damage as a result of searching for the needle piece? Any patient consequences? Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.